Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instructions for use, the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multifenestrated (cribriform) atrial septal defects.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer cribriform multi-fenestrated septal occluder was chosen for a patent foramen ovale (pfo) closure using a 8f amplatzer trevisio intravascular delivery system. During procedure, it was noted that a bulging of left and right atrial discs. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25mm amplatzer pfo occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer cribriform multi-fenestrated septal occluder was chosen for implant using an unknown delivery system. During procedure, it was noted that a bulging of left and right atrial discs. A new 25mm amplatzer pfo occluder was chosen. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.